Manufacturer narrative:
The investigational analysis completed 7/4/2019. The device was visually inspected and it was in normal condition. However, during the second visual inspection reddish material was observed inside the pebax. Electrical testing was performed and the catheter failed. No electrical readings were observed on electrode #2. A failure analysis was performed. The catheter was dissected on the tip area and electrical wire was found broken causing the improper electrical signal. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area. The results showed evidence of mechanical damage, stress marks, and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on the pebax and the electrical breakage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the surface of the pebax. Initially it was reported, that ¿there was no records from the distal sector¿ of the catheter. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed electrical issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/7/2019, the bwi pal received the device for evaluation. Initial visual inspection of the product revealed no physical damage. During a second visual analysis on 6/17/2019, reddish material was observed in the pebax. The observed reddish material has been assessed as not MDR reportable. Further testing was then performed. On 6/20/2019, the bwi pal performed scanning electron microscope (sem) analysis and found evidence of mechanical damage, stress marks, and a hole on the surface of pebax. The observed hole on the pebax has been assessed as MDR reportable. The awareness date has been reset to 6/20/2019.